Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from below 40-60 mg/dl, cause was unknown. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.